Event description:
Same case as MFR#: 2134265-2009-04105. It was reported that post a percutaneous coronary intervention (pci) procedure, thrombosis occurred. The target lesion was located in the calcified posterior to mid left anterior descending (lad) artery. Without predilating, a 2.75x8mm taxus liberte stent was deployed at 16atms in the mid lad and a 3.5x8mm taxus liberte stent was deployed at 16 atms in the proximal lad. Ivus confirmed that the stents were well positioned and apposed. The patient was administered plavix before and after the procedure and angiomax during the procedure. Six days later the patient presented with chest pain and the two taxus liberte stents had thrombosed. The patient was given retavase thrombolytic therapy before a coronary thrombectomy was performed. A non-bsc catheter was used throughout the lad to remove the clot. A 4.0x8mm quantum maverick balloon was used in the proximal to mid lad followed by deployment of a taxus liberte 3.0x12mm deployed at 20 atms in the mid to distal lad. To complete the procedure, the new stent was post dilated three times with the stent balloon between 4 and 6 atms. A 2.5x30mm maverick balloon was also used for post dilating. Approximately two weeks later it was confirmed that the stents in the lad are still patent. No additional patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.